Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient was preoperatively diagnosed with lumbar spondylosis. L4-5 herniated nucleus pulposus calcified. Intractable back and bilateral leg pain. Chronic facet arthropathy and underwent the following procedures: l4 and l5 decompressive laminectomies with bilateral l4-5, l5-s1 medial facetectomies and foraminotomies for decompression of thecal sac and l4, l5 and s1 nerve roots bilaterally. L4-5, l5-s1 transforaminal lumbar interbody fusion (tlif). Placement of peek interbody spacer, l4-5, l5-s1. Pedicle screw instrumentation, l4, l5, s1. Local bone graft harvest. Allograft in the form of bone morphogenic protein (bmp). As per the op notes: ¿I also selected the 12 x 32 mm curved peek interbody spacer here. I used a small and an extra small kit of bmp for a total of 3 sponges. One sponge was placed in each cage and half of a sponge was placed anterior to the cage and disc space, all wrapped around with local bone graft, and then even further local bone graft placed anteriorly in the disc space. We repeated the process at l4-5. I also here used an 11 x 27 mm curved peek spacer. Again, we used 1 sponge in the cage and a half sponge anteriorly with further local bone graft.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.